Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. The in-line optical inspection data shows the lens is within specification in terms of optical power. No other complaints for this order number were received to date; there is no indication of a product quality issue. The directions for use (dfu) was reviewed which adequately provides precautions/warnings related to visual disturbances. There is no indication of a product quality deficiency. Based on the investigation results, the complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of a tecnis multifocal lens was performed on a patient since the patient claimed perception of dysphotopsia in temporal arc from the beginning of post-op, which was very limiting and did not improve. The patient underwent surgery for hyperopia and presbyopia lensectomy and implantation of multifocal iol in (B)(6) 2015. On (B)(6) 2015 the surgeon performed an optical interiorization of the lens (right eye) to the anterior chamber to improve symptoms. As improvement was not achieved, on (B)(6) 2015, the lens was replaced by a diffractive multifocal iol in sulcus. Patient is currently undergoing postoperative follow-up. The lens has been discarded. No further information was provided.